Event description:
This is 2 of 2 reports linked to mfg report number 3003418325-2022-00035. A facility reported that a couple of patients developed hematoma post application of duraseal 5ml 5 kits/box for canada (209005). No surgical delay has been reported.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10 the duraseal (209005) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. Per the afmea, potential causes of failure include: labeling, instructions for use. The risk remains acceptable per the risk analysis. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a